Event description:
It was reported during a permanent implant procedure, the physician attempted multiple times to advance the patient's lead without success. In addition, a cerebrospinal fluid (csf) leak was noted. The patient is asymptomatic. Subsequently, the physician decided to abandon the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.